Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between march 19, 2025 ¿ march 20, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked from the nearest side port (clearlink) to the tubing line end; blood refluxed from the port. This was observed when the nurse clamped the tubing. The port luer looked as if it was "self activated"; however, the port was not accessed at the time of the leak. There was approximately between 15¿30 cc medication fluid loss due to the required replacement of the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.